Event description:
It was reported that during a peripheral interventional treatment procedure in the posterior tibial artery, a tear in the balloon was noted. Access was gained with another manufacturer's 6f sheath. While attempting to advance the 3.0 x 30mm maverick 2 monorail balloon, the sheath buckled and another manufacturer's wire was "pinched against the aorta". The balloon and the wire were removed as one. Following removal it was noted that there was a tear in the balloon. No pt injuries or complications were reported. Pt status is listed as "fine".